Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon "error code e226" was not confirmed. However, it is possible that the cause was water infiltrating the inside of the device and causing an abnormality such as a short circuit in the circuit. The event can be detected/prevented by following the instructions for use which state: by following the following items of the IFU, the user can detect the event: "operation manual_ inspection of the endoscopic system_ inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the flex video scope has a scope communication error e226 coming in display and leakage from bending section. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.